Event description:
Reportedly, the aortic valve was explanted after an implant duration of approximately 3 years, 3 months (39.87 months) due to increased gradient and decreased eao. Per the hospital report and cer, the perimount valve was explanted due to increased gradient and decreased eao. No treatment of the dilated ascending aorta. At the patient's 3 year follow up, the patient had an increased gradient of 38122 mmhg, decreased eao 1.03cm2, vpeak 3.07 m/sec, dilation of a. Asc. 5.0cm. CT showed 4.6x4.9cm. Hospital admission was on (B)(6) 2013, redo of avr done on (B)(6) 2013. Explanted valve = 1 leaflet sent to pathology, 1 leaflet sent to microbiology, 1 leaflet and suture ring to edwards lifesciences. Explanted valve did not show any major calcification, no vegetation, no rupture or other injuries. Patient did not show symptoms, only decreased eao in echo.

Manufacturer narrative:
Method, results: device evaluation anticipated but not yet begun. Edwards lifesciences was notified on (B)(6) 2013 that the patient was to be hospitalized on (B)(6) 2013 in anticipation of the explant of this device. The explant did not take place until (B)(6) 2013. Echo has been requested but not provided. The condition of the prosthesis at explant was described as 'no calcification, no vegetation, no rupture". One valve leaflet was sent to hospital histopathology, one valve leaflet was sent to hospital microbiology and the remaining leaflet and valve ring returned to edwards lifesciences. Sales rep was informed the hospital reports would be provided to edwards lifesciences as soon as they become available. The device as described above was received by our facility in (B)(4) for decontamination on (B)(4) 2013. It will be repackaged and shipped to the u.s. To our facility for evaluation. These results will be submitted on a supplemental report as soon as the device has been received and the evaluation has been completed. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
(B)(4). Evaluation summary: customer complaint of decreased effective orifice area could not be confirmed due to condition of returned valve. Leaflet 1 had a cut area of 14mm x 9mm, leaflet 2 had a cut area of 13mm x 11mm. Cut pieces were not returned with the valve. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 2mm. Host tissue was minimal at the stent outflow. No visible damage to wireform. Method: x-ray. Device was received with a significant area removed making it impossible to conclusively determine root cause for explant of this device. Conclusion: host tissue overgrowth was detected at the inflow and outflow aspects of the valve. The leaflets were not returned and the condition of the device did not allow further investigation into the root cause of the explant. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.